Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.80mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The probable root cause of the dislodged molded insulator is attributed mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the force bipolar instrument did not grasp/hold tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed during the last procedure in which the instrument was used. No injury to the patient.